Event description:
Response from customer: upon reaction with catalyst, container overheated and ruptured, spraying liquid onto wrist and uniform of technician. No injury or illness occurred. Transitory skin irritation did occur.